Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log files. According to the account, the low flows were due to the patient¿s volume status and hypertension; however, a direct correlation between the device and reported volume status and hypertension, as well as the reported elevated lactate dehydrogenase (ldh), colitis, and mild aortic insufficiency could not conclusively be determined during this investigation. A cause for these events could also not be determined. The submitted log files contained transient low flow events when the estimated flow decreased below the 2.5 lpm alarm threshold. Speed remained above the low speed limit for the duration of the log file and the system appeared to function as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 "introduction¿ lists adverse events that may be associated with use of the heartmate ii left ventricular assist system, including hemolysis. This section also provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters, states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and explains that changes in patient conditions can result in low flow, such as hypertension. Section 5 ¿surgical procedures¿ warns that ¿moderate to severe aortic insufficiency must be corrected at time of device implant.¿ section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 also cautions that physiological factors that affect the filling of the pump such as hypovolemia can result in reduced pump flows as long as the condition persists. This section also states that therapies that maintain a mean arterial pressure below 90 mmhg should be considered adequate, and lists hypovolemia as a potential late postimplant complication. This section also provides information on anticoagulation, including recommended international normalized ratio (inr) values. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook is currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been on coumadin and persantine 75mg three times a day and aspirin 325mg since implant due to elevated lactate dehydrogenase (ldh). The patient's ldh values settled in the high 300's and only mild spikes up to 500 were noted when the patient had colitis flare ups. The patient has had an increase to the 600-700 range and was trialed on heparin in addition to his usual oral regime without any change. Ldh isoenzymes 1 and 2 were only mildly elevated. The patient's plasma free hemoglobin was in the 10 range. The patient is hemodynamically stable with a mean arterial pressure (map) of 86 and weight trend stable at (B)(6) lbs. The device reportedly operated as expected and the patients medications were adjusted. A switch was made to the patient's anticoagulation (ac) by stopping persantine and adding plavix. The customer would recheck his thromboelastography (teg) during his next clinical visit.

Event description:
It was reported that the patient's workup for thrombus was negative. His lactate dehydrogenase (ldh) values had since improved since his international normalized ratio (inr) target was increased and clopidogrel was added to his asa/warfarin regimen.